Event description:
This is a (B)(6) year old male with a history of gastric cancer, who has been on ecf (epirubicin, cisplatin and 5-fu) for treatment. On (B)(6) 2015 he came into the clinic to have his 5fu pump changed. On examination, the bag was full and appeared as if none of the drug had infused. All clamps were open, taped and intact. When disconnecting the pump, the silver clamp was not completely closed. The patient reports that no alarm had gone off. We contacted the manufacturer on (B)(6) 2015. The warehouse received the equipment on (B)(4) 2015. The manufacturer reported us back; "the appropriate repairs were completed. The bent spring lock causing the stated error was replaced. The device passed all functional and delivery testing to include recertification".